Event description:
On 01feb2025, the customer provided patient information regarding false positive architect stat high sensitive troponin-I results for a 9-year-old asian male presenting with symptoms of a fever, skin rash and showing improvement with kawasaki disease. The pediatric patient¿s electrocardiogram showed no significant abnormalities. The roche hstnt (troponin-t) result was normal. The following data was provided: on (B)(6) 2025: architect troponin-I result = 0.264 ng/ml (reference range for architect stat high sensitive troponin-I: 0-0.026 ng/ml), on (B)(6) 2025: architect troponin-I result = 0.230 ng/ml, on (B)(6) 2025: architect troponin-I result = 0.690 ng/ml, on (B)(6) 2025: architect troponin-I result = 0.722 ng/ml. On (B)(6) 2025: roche high sensitive troponin-t result = 12.2 pg/ml (reference range: < 14 pg/ml). On (B)(6) 2025, the customer ran a peg precipitation recovery test. The results were as follows: sample from (B)(6) 2025: architect troponin-I result = 0.690 ng/ml; result after peg treatment = 0.720 ng/ml (reference range: 0-0.026 ng/ml) recovery rate = 104%. Sample from (B)(6) 2025: architect troponin-I result = 0.722 ng/ml; result after peg treatment = 0.990 ng/ml (reference range: 0-0.026 ng/ml) recovery rate = 137%. Sample from (B)(6) 2025: roche troponin-t result = 12.2 pg/ml; result after peg treatment = 26.2 pg/ml (reference range: < 14 pg/ml) recovery rate = 215%. There was no harm to the patient and no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25-74 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
On (B)(6) 2025, the customer provided patient information regarding false positive architect stat high sensitive troponin-I results for a 9-year-old asian male presenting with symptoms of a fever, skin rash and showing improvement with kawasaki disease. The pediatric patient¿s electrocardiogram showed no significant abnormalities. The roche hstnt (troponin-t) result was normal. The following data was provided: on (B)(6): architect troponin-I result = 0.264 ng/ml (reference range for architect stat high sensitive troponin-I: 0-0.026 ng/ml). On (B)(6): architect troponin-I result = 0.230 ng/ml. On (B)(6): architect troponin-I result = 0.690 ng/ml. On (B)(6): architect troponin-I result = 0.722 ng/ml. On (B)(6): roche high sensitive troponin-t result = 12.2 pg/ml (reference range: < 14 pg/ml) on (B)(6) 2025, the customer ran a peg precipitation recovery test. The results were as follows: sample from (B)(6) 2025: architect troponin-I result = 0.690 ng/ml; result after peg treatment = 0.720 ng/ml (reference range: 0-0.026 ng/ml) recovery rate = (B)(4). Sample from (B)(6) 2025: architect troponin-I result = 0.722 ng/ml; result after peg treatment = 0.990 ng/ml (reference range: 0-0.026 ng/ml) recovery rate = (B)(4). Sample from (B)(6) 2025: roche troponin-t result = 12.2 pg/ml; result after peg treatment = 26.2 pg/ml (reference range: < 14 pg/ml) recovery rate = (B)(4). There was no harm to the patient and no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67205ud01. The device history record was reviewed and did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay in the field was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the current issue. Per product labeling, the 99th percentile cutoff for male patients in the age range of 21 to 73 years is 34.2 pg/ml. Abbott has not established expected ranges for patients < 21 years old. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation, no systemic issue or product deficiency of the architect stat high sensitive troponin-I reagent lot 67205ud01 was identified.